Event description:
Anesthesia spiked saline bag on y-type blood tubing. Fluid ran and filled the bulb but then stopped. All stopcocks and clamps were open but no saline flowed past the bulb when trying to flush tubing of air. Anesthesia switched the bag of fluid to the other spike and still no flow. Fluid does flow backwards out of the spikes.